Event description:
Reporter indicated that pt's device does not seem to be working properly. The pt has reportedly had an increase in seizure activity and was hospitalized. Investigation to date has been unable to determine the reason for hospitalization. The pt reportedly feels pain at the neck site and the lead wire is visible in the neck incision. It was also reported that the pt is experiencing a "shocking" sensation at the neck site. Treating neurologist reportedly lowered programmed parameters (hz and pulse width) and scheduled the pt for a follow-up visit in one month.